Event description:
It was reported the patient has felt heating at the ipg site while recharging in the last 6 to 8 months. He stated he charges twice per week for approximately one hour and the ipg pocket feels hot after a while. The patient reported his ipg had become more shallow and closer to the surface of the skin. He allegedly uses cloth between the ipg and antenna while charging. The sjm representative advised the patient of charging precautions. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.